Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt. The MDR electronic submission was originally sent on 08/16/2019. The first acknowledgment of the original submission was returned on 08/16/2019 indicating the cdrh had received the submission. The third acknowledgement indicated that the submission failed due to "input date can not be greater than today." This submission is being re-uploaded to replace the originally submitted report which did not upload successfully.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt connector was damaged.